Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to motor error alarm. The device was monitored with multiple basal rate and programed with several bolus units. The basal and bolus were properly recorded on the history file. No bolus anomaly noted. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error, compromised force sensor system and no delivery. She also reported that the insulin pump delivered double of the bolus amount it should have. It was also mentioned that the customer had insulin leaked out of the site. Blood glucose value at the time of incident was 410 mg/dl; treated with manual injection. Troubleshooting was performed. The device was returned for analysis.